Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device is running hot could not be confirmed. It was further noted that the device gave an e8/e9 error code and the thermistor assessment failed. It was also noted that the flex circuit potting was cracked/worn out and the ID resistor was worn out. The flex circuit potting is cracked / worn out consistent with normal use. The worn out flex circuit is what caused the thermistor assessment to fail. The ID resistor which is part of the flex circuit is worn out from normal use causing the device to give an e8/e9 error code. The assignable root cause to be wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an equipment inspection, it was observed that the motor device was running hot. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.